Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited high capture thresholds leading to loss of capture and diminished r-wave amplitudes. The right ventricular lead was repositioned successfully on (B)(6) 2022. The patient was discharged in stable condition.